Event description:
The customer contacted stryker to report that their device did not deliver a shock as expected. In this state the device defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The serial number and manufacture date previously unknown have been updated. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device did not deliver a shock as expected. In this state the device defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned for evaluation. The reported issue could not be verified or duplicated. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not deliver a shock as expected. In this state the device defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.